Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with all buttons responding properly. However, moisture damage was found at keypad traces. No frozen screens were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. No cracks noted at display window.

Event description:
Customer's father reported via phone call that customer experienced keypad anomaly. It was reported that buttons were responding intermittently. It was also reported that display screen was cracked. Customer's blood glucose was 207 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.